Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: failure to cross requiring medical intervention. Device issue: failure to cross. It was reported that there was an attempt to treat a contained perforation (off-label use) which had created a large pseudoaneurysm. The stent could not reach the perforation due to tortuosity. Additionally, it was unable to cross the proximal right coronary artery (rca) through an old stent. Use of the device did not cause additional complications or adverse events. The patient did not die. The perforation was treated with another company's stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: engineering reviewed the incident information. It was reported that the stent graft was used as per the indication, but additional information was provided that indicated the stent graft was not used for the treatment of a free perforation, as per the indication, but was used to treat a contained perforation, which created a pseudoaneurysm. According to the task/route sheets for this lot, all devices were in accordance with all quality criteria when the devices left the manufacturer. No device malfunction could be determined.